Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The affected device was requested back to the manufacturer for a detailed investigation. Results confirmed the reported issue. The root cause was the non conforming soldering connection on the back of the ad board.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error code associated to an ad transformer failure during priming. There was no patient involvement.